Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing that was reproducible with arm movement. The lead was capped and replaced on 19 dec 2022. There were no patient consequences.